Manufacturer narrative:
The product was returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular lead could not be implanted due to an unknown product performance issue.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular lead could not be implanted due to an unknown product performance issue. The lead was removed/replaced prior to pocket closure.